Event description:
Symptoms/ae: retroperitoneal hemorrhage, hemodynamic collapse, vessel perforation, death. Time of symptoms/ae: after vessel closure. Device malfunction: none. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an interventional procedure. It was initially reported that the patient expired from bleeding from the mouth. Subsequent information indicated that within 20 to 30 minutes post procedure after uneventful arteriotomy closure, the patient developed a retroperitoneal hemorrhage (rph) leading to a sudden hemodynamic collapse. Before the bleeding could be surgically controlled, the patient expired. It was reported that an autopsy was performed that showed "a 3mm hole in the vessel." Additional information has been requested.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Hemodynamic collapse.